Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked at the threads. The battery cap was not returned; a test cap was able to tighten to the pump and was used to complete all testing. The display screen was observed to be discolored with a pinkish contrast and the paint on the pump was chipping off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim display. This report is made based on results of investigation completed on (B)(4) 2014.